Event description:
Call from reporter with complaint about the freestyle libre 3 continuous glucose monitoring (cgm) system from abbott. Reporter expressed that from the beginning of the year when he started using the libre 3, the device has consistently given him wrong readings of his glucose levels and a1c numbers (e.g., libre 3 reads an 8.4 a1c where, when retested in a patient care setting, shows actual a1c at 7.1). Reporter stated that he and his diabetes care team have reached out to abbott about the grossly miscalculated measures by the device but are met with rudeness, irate responses, or defiant and uncooperative behaviors. The abbott personnel are not interested in assisting, acknowledging or even investigating their faulty or defective devices. Reporter communicated that he and his diabetes management team are not able to reliably treat his diabetes or safely make decisions based on the libre 3 sensor readings where, he spends approximately (B)(6) per month for this equipment that does not work properly.